Event description:
Pt had two occurrences of violent coughing which expelled the indwelling advantage voice prosthesis. Each of these events happened within a couple of hours after insertion by a med professional. Event one: the device went into the bronchus which necessitated emergency med attention. Event two: the device was simply coughed directly out and retrieved by the pt. He did not require med attention.